Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, this type of ultrasonic tip breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the jaw/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report that a thunderbeat hand-piece (probe) with an ultrasonic tip, broke off during an unspecified procedure, and fell into the patient. The physician retrieved the item from the patient. The procedure was completed with a similar device and it was reported there was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, correction of lot number and manufacture date and additional information. The thunderbeat tb-0535fcs was returned to the service center for evaluation for the reported event ¿ultrasonic tip broke off¿ and the user¿s complaint was confirmed. The returned condition device was attached to the usg-400/esg-400 and a probe check was conducted and the device failed the probe check, by producing an error code u509. The hand-piece was visually inspected and found to have some tissue build up. The teflon pad had normal wear with no metal exposure. The distal end of the probe was placed under the microscope and observed to have approximately 16 mm of the probe detached. The detached portion was not returned. The switches, wiper movement, handle and jaw movement, handle load and rotation of the knob torque were all inspected and found to be functioning normally and smooth as designed. Based upon similar reported events, it was determined that the cause for the detached/damaged probe, was attributed to the probe coming into contact with either a hard surface or metallic object during activation.